Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 22.2mm + 3mm v40 head; cat# 6260-4-222; lot# 58767702, proximal fem comp std; cat# 64951001; lot# d794r, mrs fem stem w/o body 13x127mm; cat# 64853113; lot# 189081b, gmrs extension piece 30mm; cat# 64956030; lot# exj7n, gmrs extension piece 50mm; cat# 64956050; lot# exj9c, gmrs extension piece 40mm; cat# 64956040; lot# ep94h, 6.5mm low profile hex screw 40mm; cat# 7030-6540; lot# 7lm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Procedure: primary outside cors scope. The patient underwent right hip revision (B)(6) 2019. Patient had periprosthetic joint infection then underwent revision right total hip arthroplasty, all components exchanged except cup in (B)(6) 2019.